Event description:
Covidien received information stating that due to a malfunction of an 840 ventilator the patient was removed from the ventilator and placed on a second ventilator. The patient was not harmed or injured as a result of the event. The covidien customer support engineer (cse) inspected the device and found the graphic user interface (gui) to be inoperative. The cse replaced the graphic user interface (gui) central processing unit (cpu), printed circuit board (pcb), and upgraded the software to be current revision. The unit passed extended self testing.

Manufacturer narrative:
(B)(4).